Manufacturer narrative:
(B)(4). The insulin pump received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm while delivering bolus. The customer reported past event. The issue was resolved by changing reservoir. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.